Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on 2 of 2 attempts. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, large hem-o-lok clip applier instrument broke. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident didn't involve a fragment falling inside the patient's anatomy. The purpose of the post-operative x-ray test was to check for any fragment falling into the patient. It was unknown when the incident with the clip applier occurred. The customer realized the clip was broken after the clip applier was inserted into the patient. The issue was not related to clip applier jaws remaining static/not moving when the surgeon commanded movement, unexpected motion of the clip applier while attempting to clip, unsuccessful clip application, and clip opening after the closure of the clip. The same clip applier was continued to complete the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.